Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was difficult to depress during the flush. The following information was provided by the initial reporter: "while trying to use a bd posiflush sp syringe to flush and IV, it was noted that there was an extreme amount of pressure. Staff member was unable to push saline. The IV site was assessed and it was noted that there was no swelling or indication of an interstial injection. Upon investigation, it was discovered that the saline flush being used was defective. Though it appears normal, after administering 3ml the plunger was not able to be depressed to infuse the last 7 ml."

Manufacturer narrative:
Correction: g5: is combination product?: no. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-11. H6: investigation summary it was reported that the plunger was not able to be depressed. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came in a :ziploc plastic bag with no tip cap and the stopper at the 7.5ml mark. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. The photo provided shows a syringe and its label. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 1019579. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was difficult to depress during the flush. The following information was provided by the initial reporter: "while trying to use a bd posiflush sp syringe to flush and IV, it was noted that there was an extreme amount of pressure. Staff member was unable to push saline. The IV site was assessed and it was noted that there was no swelling or indication of an interstial injection. Upon investigation, it was discovered that the saline flush being used was defective. Though it appears normal, after administering 3ml the plunger was not able to be depressed to infuse the last 7 ml."